Event description:
The hospital reported a malfunction resulting in loss of suction during a case. There was no patient injury.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).